Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 872 mg/dl while wearing the pod. Once at the hospital the patients pod was removed. The patient was treated with medication to lower their blood glucose levels. The patients pod will not be returned as it has been discarded. No further information could be provided as to this event. It should be noted the patient received treatment in the hospital for a fall that resulted in a broken neck and ribs.